Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, that the customer experienced an issue where the camera was not recognized when inserted into the vision side tower. The customer switched to a different vision side tower and encountered communication errors due to a software mismatch. The customer received phone assistance from the technical support engineer (tse). The tse reviewed the system logs and identified the mismatch, advising the customer to switch back to the original vision side tower and perform a hard power cycle. Despite these efforts, the endoscope still displayed only color bars. The tse instructed the customer to check all fiber connections and lights, and to inspect the endoscope connector pins, but no damage was found. The customer decided to convert to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi has received the ec for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was returned and was confirmed but not replicated. System logs showed error 40084 confirming the reported event occurred in the field. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the golden system where it functioned as expected. Then the golden system was set to run video test, 10 power cycles, and sit idle for one hour. Once testing was completed, no errors related to the original complaint were found. As a result of these findings, failure analysis was unable to conclude that the root cause could be attributed to the reported event. The complaint was confirmed by failure analysis. The root cause could not be determined based on failure analysis; however, the cause is likely due to an electrical component failure within the ec. The error points to "a comm link from the video display controller (vdc) in isi core controller (icc)" is down.

Event description:
Refer to h11 for follow-up information.